Manufacturer narrative:
(B)(4). Handle. The analysis results found that the device was returned with the handle seam separated. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The device was disassembled to verify the condition of the internal components. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first two clips were fired and they opened back up. They did not stay formed on the vessel. They were removed along with the device. A new device was used to continue the procedure. There was no impact to the patient.